Event description:
It was reported that a screen display failure occurred. A rotablator console was selected for use. During the procedure, it was noted that the screen did not display any information. The procedure was completed without replacing the device. No complications were reported and patient was stable post procedure.